Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd syringe 3ml ll w/ndl 21x1 rb the plunger was difficult to move. There was no report of patient impact. The following information was provided by the initial reporter: details of complaint (reported issue): we have received our shipment, but during inspection one of the batches of 3cc syringes failed inspection. Complaint category: fail to function / defective. Incident date: (B)(6) 2023. Complaint noticed: prior to use. Problem frequency: 1st time. Customer exposure: patient injury: no. Qty affected: 3 ca. Samples available? Yes.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-jun-2023 h6: investigation summary four samples and one photo were provided to our quality team for investigation. Through visual inspection, it was observed that all syringes have an excessive ink ring around the barrel extending from 1 and 1/2ml area to 3ml area. Potential root cause for the ink rings defect is associated with the marking process. These defects are occurring below an expected rate so no corrective actions will be made at this time. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported while using bd syringe 3ml ll w/ndl 21x1 rb the plunger was difficult to move. There was no report of patient impact. The following information was provided by the initial reporter: details of complaint (reported issue): we have received our shipment, but during inspection one of the batches of 3cc syringes failed inspection complaint category: fail to function / defective incident date: 08 jun 2023 complaint noticed: prior to use problem frequency: 1st time customer exposure: patient injury: no. Qty affected: 3 ca. Samples available? Yes.